Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "leaking". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, yellow particle inside device and delamination of the diaphragm valve. Leak test was performed and found delamination in diaphragm valve . A microscopic analysis was performed which identify delamination of the diaphragm valve. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported right side "leaking". Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.